Event description:
(B)(4). Initial info was reported by a physician to a company sales rep on (B)(4) 2009, received by (B)(6) on (B)(6) 2009: the sales rep states that the physician reported that a male patient (age unspecified) received one treatment with poly-l-lactic acid (sculptra, lot number/exp date unk), once on an unk data approx two weeks ago, in (B)(6) 2008, for the treatment of (B)(6) lipoatrophy. The sales rep stated that the physician reported that the patient developed papules/bumps on his face approx three days after injection "during a training session," injection occurred approx 2 weeks ago. The outcome of the event was not specified. No further medical info was reported.

Manufacturer narrative:
Add'l info for sculptra (lot number and expiration date - not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable.